Manufacturer narrative:
(B)(4)

Event description:
It was reported that during maintenance, when a new touchscreen was installed, the touchscreen was unresponsive. No patient involvement at the time of the reported event.